Event description:
It was reported that the device was used during a colon resection procedure. It was reported by the rep that the device would only fire on third of the way. A new tlc55 was used to complete the case without incident. There was no consequence to the pt.